Event description:
It was reported that the patient was implanted with expired leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4574 implantable pacing lead, implanted: (B)(6) 2013, addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).